Manufacturer narrative:
H10 additional manufacturer narrative: the aquabeam robotic system was not returned for investigation of this event and is currently in use at the user facility. The investigation consisted of a review of the information received through the treating physician, a review of the device history record, labeling and similar events reported to procept. A review of the device history record (DHR) ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bleeding a similar complaint review for a 12-month perioud was conducted, which confirmed six (6) other similar events have been reported to procept. The aquabeam robotic system's IFU lists bleeding as a potential risk of the aquablation procedure. Per the information received through the treating physician, it is possible that the bleeding occurred during a single bleeder at the anterior portion of the bladder neck; however, the root cause cannot be determined. Based on the review of the IFU and DHR the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that post aquablation treatment the patient went into urinary clot retention. The surgeon flushed the catheter, which temporarily addressed the issue as later in the evening the patient went into urinary clot retention again. The surgeon decided to take the patient back into the or to resolve the urinary clot retention. The physician performed clot evacuation and determined that the source of the bleeding was at the anterior portion bladder neck, which was addressed via cauterization. The patient was transfused four (4) units of blood, as hemoglobin levels decreased from 14 g/dl to 6.8 g/dl. No adverse health consequences were reported with the patient due to this event.

Manufacturer narrative:
Additional manufacturer narrative: root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.